Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of physical damage. The as-received simulated treatment with reduced dwell was performed and completely without failures. The programmed displayed fill values were within tolerance. The valve actuation test passed. The system air leak test passed. The teach pumps test passed. There were no visual indications of dried fluid within the cassette compartment. The alleged event is not confirmed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A temporal relationship exists between the liberty cycler and the patient¿s negative ultrafiltration, shortness of breath, pleuroperitoneal leak and pleural effusion. Plant analysis of the liberty cycler is pending at the time of this clinical investigation. Therefore, the liberty cycler can not be ruled out as a possible causal factor in this event. Treatment data is also not available at the time of this investigation. It is unknown if the patient has any comorbid conditions, such as a diaphragmatic defect or cardiac conditions, that may have been implicated in the event. Based on the available information, it is unknown what may have led to the patient¿s pleuroperitoneal leak. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported by the registered nurse (rn) this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) experienced an abdominal leak 2-3 months prior necessitating cessation of pd therapy. Additionally, it was stated the patient. Was experiencing negative ultrafiltration (for unknown period of time) when the pt. Was using the cycler for ccpd. A follow-up call was made on (B)(6) 2017 which revealed the patient. Had a dry cough (unknown date) which later progressed to shortness of breath prompting subsequent hospitalization on (B)(6) 2017. On an unknown date (during hospitalization) chest x-ray indicated the presence of a pleural effusion. As a result, the pt. Underwent thoracentesis (unknown date) which confirmed the fluid in the thoracic cavity was positive for dextrose which supports the likelihood of a pleuroperitoneal leak. Further details surrounding patient. Hospitalization are unknown, although it likely the patient. Was transitioned to hd therapy during the hospital course. On (B)(6) 2017, the patient was discharged from the hospital on hd therapy. The patient is expected to resume ccpd therapy on (B)(6) 2017. Additional information was solicited.